Event description:
The user facility reported that during a patient procedure, hospital personnel commanded the table to rise and the table began to tilt to the right. Hospital personnel utilized the hand control to command the table to level however, the hand control was not responding. The procedure was completed successfully and no injuries were reported.

Manufacturer narrative:
Steris' distributor inspected the table and found it to be operating properly. No issues were noted and the reported event was unable to be duplicated. The facility's fault log was reviewed and no issues/faults were captured. Due to the report of the hand control not responding during the time of the reported event, the hand control was replaced and the table was returned to service. No additional issues have been reported. During the time of the reported event hospital personnel did not utilize the back-up hand control. The operator manual states (pp. 5-19), "the steris 5085 general surgical table is equipped with a backup hand control system. This system can be actuated at any time and allows table operation in the event of primary control malfunction. A pedal (foot pump to provide hydraulic power) and backup hand control (see figure 5-16 and figure 5-17) are located in the table base behind a cover panel and are used for table movements." Steris' distributor is working with the user facility to schedule in-service training. The table is not under service contract with steris' distributor.